Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Implant aneurysm and vessel morphology are unknown. Post operative computerized tomography scans were uneventful until the most recent computerized tomography scan in 2003 demonstrated a proximal endoleak. Angiography performed in 2003 demonstrated a type I endoleak in the left posterior lateral location that fills a portion of the excluded aneurysm sac posteriorly. The aortic neck does not appear significantly tortuous. The stent graft appears fully expanded proximally and is widely patent. It is reported that the proximal aortic neck has increased slightly in size and that the neck diameter is now slightly greater than the diameter of the stent graft. The endoleak was not treated and there are no plans for treatment.